Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - movement disorder. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On 05/07/2025, it was reported that the patient checked her sensor reading and it only showed signal loss on her phone 2 days after the sensor was put on the arm. No mention if the phone app was giving alert or alarm. As she didn't feel well, she pricked her finger 3 times and got the same high reading on the bg meter. It didn't show any numbers, it only showed high so she took insulin using syringe as her tandem mobi wasn't working at that time. Of note, the tandem cannot access modified closed loop without cgm. No mention if this is what is being described, or if there was another pump problem inhibiting insulin delivery. By 1:31pm, one of her friends brought her to the hospital since she was very sick. She was nauseated with palpitation, dyspnea, and movement problems with poor appetite and vision problems. She couldn't remember the bg in the emergency department (ed). They also put her under insulin and potassium drips (indicating dka) and they gave her zofran on the 1st day of her stay in the hospital as she was vomiting and nauseated. When asked about the status of her g7 sensor, she said that it was still displaying signal loss until the day she got discharged early in the afternoon on (B)(6) 2025 so she removed it as the sensor failed. The patient confirmed she's doing fine now and her glucose had stabilized since then. Performance data was reviewed. Confirmation of the allegation and probable cause could not be determined. A new session was start at 12:54 pm on (B)(6) 2025. There was 5 minutes of signal loss during warmup, then at 12:59 pm, the wearable failed during warmup due to very low counts aberration. The probable cause could not be determined. No additional event or patient information is available.